Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify, was the injury was caused by the trocar or by the harmonic device? Trocar. How much blood loss occurred (cc's)? Unknown. Was a transfusion required? No.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the surgeon complained of too much drag force with using 5mm instruments. When using the harmonic, the increased pressure needed to combat the drag force caused an injury to the uterine vein. Used clamp compression and a suture to control the bleeding.

Manufacturer narrative:
(B)(4). Batch # n90v6w. The analysis results found that the b5lt device was returned in good visual condition. In addition, two cb5lt were received for analysis. During the analysis, the obturator was inserted and removed through the sleeves and there was no evidence of an unacceptable drag force. No conclusion could be reached as to what might have caused the reported event. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.